Event description:
Reporter indicated that when programmed parameters were reduced, the pt started experiencing what pt believes are clusters. It was reported that the pt had not experienced these types of seizures in the past. Reporter indicated that the entire left side of their face "feels like it is on fire" when pt used to only have that feeling around their left eye. It was reported that every few years, the pt's seizures have gotten worse or changed in type. Attempts to obtain additional info have been unsuccessful to date.